Manufacturer narrative:
Evaluation results: one cadd legacy plus pump (6500) was returned for investigation in good condition. The reported customer problem was not evidenced in the event log of the device. The device was started in application, and the device have a double beeping with a cassette attached, which would cause the "no disposable" alarm. The customer complaint was therefore confirmed. The downstream sensor was replaced as a result.

Event description:
It was reported that the pump displayed a no disposable message. There was no patient involvement. The issue was discovered during testing.